Manufacturer narrative:
Results of investigation: the failure analysis lab (fa lab) visually inspected the user interface module (uim) and associated components and found a missing external component. Power startup cycles and software upload/download sequence performed. The reported issue was duplicated by the fa lab investigation. The root cause is related to a software anomaly of the boot loader program. The uim was received by the service group post investigation; carefusion service repaired the uim and returned the uim to the customer.

Manufacturer narrative:
Should any additional information be received by the customer, then an additional report will be submitted. (B)(4). At this time, carefusion has received the suspect device/component from the customer for evaluation. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
The customer reported the screen on this avea ventilator was dark, audible alarm triggered and unresponsive to touch commands while in patient use. The customer reported the patient was placed on alternate ventilator with no reported harm.